Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. It has been noted that the surgeon elected a different length lens than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event is unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B1 - product problem. B5 - a healthcare representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was implanted, removed, and replaced within the initial surgery for a lens of shorter length. The problem was resolved. Cause of the event is unknown. D4 - UDI: (B)(4). H1 - malfunction. H6 - health effect impact code 2199. H6 - medical device problem: 3189. Claim#: (B)(4).

Event description:
A healthcare representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was implanted, removed, and replaced within the initial surgery for a shorter length lens. The problem was resolved. Cause of the event is unknown.